Event description:
It was reported on (B)(6) 2013 a female patient had surgery on her distal humerus to implant a plate. On (B)(6) 2013 the patient was lying in bed and rolled over and heard a popping sound. On (B)(6) 2013 the patient went to visit the doctor complaining about the problem. The doctor took x-rays and discovered that an unspecified number of screws had backed out and the plate was off the bone and one of the screw heads had broken off of the distal portion of 2.7 mm locking screws. The revision surgery was successful. This is 1 of 3 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. This report is for 2 unknown screws. No explanted date reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: product development event evaluation: the distal humerus plate and related screws received are part of the synthes variable angle lcp elbow system and intended for fixation of fractures of the distal humerus, olecranon and ulna in adults and adolescents in which the growth plates have fused. The returned plate and screws were inspected under magnification and the following was found to be evident: the wrong screw was selected for this plate and a second cortex screw was placed in the wrong hole was responsible for pull out of the remaining screws and subsequent migration of the plate. The screw and method of use for the plate implantation has resulted in this complaint and is not related to any design deficiency with this construct or any of its components. The components and construct are determined to be suitable for the intended use and the complaint invalid from a design perspective.

Manufacturer narrative:
The parts were returned to synthes and correction in the quantity was adjusted from 2 to 4 screws. Manufacturing evaluation: while the quantity for the complaint states one screw, four screws were received, three of the same type and one of another. Of the three that are of the same family, two screws are unbroken but have damage to the threads near the head. One screw is missing its head and has a very gnarled appearance to it near the break. The fourth screw is from part family and is missing most of the threads while the head remains. The break has a very clean, shear like appearance. Due to an unknown cause the screws were retuned because they broke. All three of the screws from family conform dimensionally to screw thread diameter and material specification. The screws that are not broken conform to length as well as head diameter. One of the three screws one of them is missing its head and has a very gnarled appearance at the break. The screw that is from part family conforms to head diameter and material specifications. The break has a very clean shear like appearance to it suggesting that it was from a different screw and not from the screw that was missing its head described earlier. The head shape of this screw is different from the others that were received indicating it is a different part family. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position

Event description:
This is report 1 of 3 for an 4 unknown screws, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Catalog number: one screw was submitted on the initial medwatch report. A total of 5 unknown screws were received for investigation. An investigation was performed to determine the part numbers of the unknown screws and the screws are believed to be 02.211.018, 02.211.024, 02.206.020, 02.206.020, and 02.118.524. Synthes is unable to determine which part number potentially contributed to the complaint event; therefore, all part numbers are being reported.

Event description:
This is 1 of 6 reports for complaint #(B)(4).